Event description:
The pt's mother reported the pt died. She stated the pt was found on (B)(6) 2012 at his home and he had been strangled. The cause of death has not yet been determined but is assumed to be suicide. The mother would like the infusion device to be evaluated to know if insulin was being delivered correctly. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.